Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant primary audible alarm and a auxiliary control unit watchdog failure. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. The event history log confirmed ¿primary audible alarm post¿ and ¿acu watchdog failure¿ occurred. Functional testing was unable to replicate the primary audible alarm post at power up and acu watchdog failure is a sympathy alarm sympathizing the primary audible alarm post. No problem was found with the speaker. Repair was not needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.